Manufacturer narrative:
Correction: health professional should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection, service repair noted there is noise in the image during angle operation. White scratches can be seen in the image. The customer reported issue of "bad image" could be confirmed. Furthermore, the following findings during inspection were noted on the device: device evaluation found the adhesive part of the objective lens has come off (peeled off). Scratches on the tip metal due to external factors are observed. Watertightness not maintained due to holes in the curved rubber due to external factors. The curved rubber adhesive is missing. Scratches found on the operation part due to external factors. Scratches found on the ud plate due to external factors. Scratches found on the rl plate due to external factors. Character disappearance of sw1, sw2, and sw3 is recognized due to handling. Scratches found on the universal cord due to external factors. Scratches found on the video connector due to external factors. Due to handling, the paint on the video connector has lifted. Scratches found on the lg connector due to external factors. The lg connector deformed due to external factors. Mark peeling of the lg connector is recognized. Scratches on the lg cover glass surface due to external factors are observed. Scratches found on the video connector case due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "bad image". The issue found during an unknown event. No patient harm. No user injury reported. Device evaluation found the adhesive part of the objective lens has come off (peeled off). This report is being submitted for peeled adhesive lens (deterioration/breakage) of the objective lens found on device evaluation.